Manufacturer narrative:
Other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump infusion amount was too high and outside of specifications. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, a scratched lcd lens, damaged keypad, dirty, and a worn uso and dso seal. Three accuracy tests were performed for functional testing. Upon review, the reported problem was confirmed and duplicated. It was determined that the most probable root cause is the expulsor. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).